Manufacturer narrative:
One device was returned for repair in used condition. Visual inspection showed the device was in good condition. Error code 46228 was viewed when device was turned on. The cause of the primary problem was the main board. Replaced main board to resolve the reported error. The device passed all functional tests after the repair.

Event description:
It was reported that the device had red screen and error code 46228. The malfunction occurred during testing